Event description:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Initial review of the device's memory found the battery status at beginning of life (bol) with the monitoring voltage at 3.102 volts. There were no faults recorded. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this device was hospitalized after experiencing a tachycardia arrhythmia where the device did not deliver therapy. Interrogation found that there was appropriate sensing and shock therapy was delivered, but the reported energy with each shock was much lower than what was programmed for the device to deliver. In addition, the battery performance was very erratic and the estimated longevity changed each time the device was interrogated. The patient is currently in the intensive care unit. The printouts were sent to boston scientific technical services (ts) for further evaluation. A ts consultant discussed that the data does not help with determining the reason for the observations and requested a memory download to be submitted. Additional information was reported that this device was explanted and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). A memory download was performed on the returned device and sent to boston scientific technical services (ts) for additional review. The device was returned with the tachycardia settings programmed with a single zone for vf at a rate cut off of 200 bpm. A review of the arrhythmia logbook showed multiple episodes recorded between (B)(6) 2014. Of those episodes available, only one received shock therapy. This episode showed that a ventricular fibrillation (vf) was detected at a rate of 140 bpm. A 3 joule shock was delivered and the rhythm slowed to 80 bpm. After this episode, it appears that the user reprogrammed the device following the 3 joule shock. The other episodes were stored as vt; no therapy, indicating that the device had been programmed in a two zone configuration and then were adjusted. In addition, the last program date timestamp was (B)(6) 2014 which coincides with the device settings reports provided. Therapy appeared to be programmed with varying therapy levels (i.e. 1j, 3j, 5j, 7j, 11j, etc). Unfortunately it could not be determined when these programming changes to the parameters occurred. It was also discussed that the longevity fluctuations observed appears to coincide with multiple reprogramming and programmer sessions which can cause the approximate time to explant to also fluctuate as the programmer takes into account the programming changes within the session which have not had time to be reflected in the device. With all the information available, the device appeared to be operating as programmed.